Manufacturer narrative:
Additional information is provided in section h6 that was accidentally omitted in the last supplemental report. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "during surgery, poor image quality is observed", could not be confirmed. The cause can be attributed to a random software hang (tc304) or an incorrect connected cable (th121). The additional determined issues (software not current) are independent from the reported failure from customer. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that poor image quality is observed during surgery. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 indicating that both leading and concomitant products have been returned for evaluation. The event is filed under internal karl storz complaint ID: (B)(4).